Event description:
Pt was revised to address moderate poly wear of the insert, severe osteolysis, and loosening of the tibial and femoral components.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the product lot code. The investigation could not draw any conclusions about the reported event without the products to examine. It was noted the product was implanted for sixteen years prior to revision. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.